Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) and an evaluation was performed. A review of the device log revealed a single occurrence of system fault 180 indicating a battery charger fault. Performance testing was not able to reproduce the fault. The evaluation determined that the system fault was due to a defective battery. The battery was replaced to address this issue. The device was cleaned, serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault 180 message. There was no patient injury reported as a result of this incident.